Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar cannulas leaked when inserted in the eye during a vitrectomy procedure. The product was replaced and the procedure was completed. There was not harm to the patient. The sample was retained. No additional information is expected.

Manufacturer narrative:
Two opened trocar assemblies were received for evaluation. The returned samples were visually inspected. One sample was found non-conforming with a semi opened valve and one sample was found conforming. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigation's discussed. (Only use if lot identified as part of recall). (B)(4).